Event description:
It was reported, the customer exposed their insulin pump to moisture. Customer's blood glucose at the time of the incident was 200mg/dl. It was found the customer had gone into the pool with their insulin pump. Troubleshooting did not find any more or frequent alarms after the insulin pump was exposed to moisture. It was also found the insulin pump passed the self test during troubleshooting. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.